Manufacturer narrative:
Continuation of concomitant medical product(s): product ID 8781, serial# (B)(4), implanted: (B)(6) 2022, product type catheter. Device information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial #: (B)(4), ubd: 19-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml, unknown dose) implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the hcp wanted to check math on prime bolus following a pocket revision. The hcp stated that revision was done because 2 weeks ago they discovered that the pump was flipped. The hcp stated that when they went in today they found a hematoma. The hcp stated that during the revision the hcp implanted the pump deeper in the muscle and secured it down in a different manner. They attempted to aspirate the catheter from the catheter access port (cap) and from the catheter directly and each time they got "a tiny amount of fluid." The hcp decided to leave the catheter as-is and wanted to prime 150 mcg of baclofen to fill the catheter again. The hcp stated will be kept overnight for monitoring.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. The cause of the difficulty aspirating the catheter was not determined. The event was resolved.